Manufacturer narrative:
Analysis of an article "long term survival of the glenoid components in total shoulder replacement for arthritis" gazielly et al., int orthop, 39:285-289, 2015. This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
One patient required re-operation for aseptic loosening of the glenoid.